Event description:
Device malfunction: failure to deploy, difficult to remove, time of malfunction: during vessel closure, symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure after an unspecified procedure. After the physician completed the thumb advancer stroke and pushed the trigger button, the clip would not deploy. He tried to extract the device, but it was difficult to remove and he had to pull the device free. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.